Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right coronary artery. A 3.00x8mm promus element - drug eluting stent was removed from the package and a lifted stent strut was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous right coronary artery. A 3.00x8mm promus element drug eluting stent was removed from the package and a lifted stent strut was noticed. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluate by MFR.: device was returned, a visual and microscopic examination identified distal stent damage. The struts on the first two rows on the distal end of the stent were misaligned and some struts were raised up. The balloon and tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).